Event description:
During an atrial fibrillation procedure, the sideport detached from the sheath while being inserted into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The extension tubing had detached from the sideport of the hemostasis body and was not returned. The device met specifications prior to release from (B)(4) as supported by a review of the device history record. The cause of the sideport tubing detachment remains unknown.